Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient is complaining of pain with their device and has since been referred for a replacement. Additional information received reporting that the patient's device was checked in (B)(6) 2024 and their battery status is now at 25-50% when it was previously at 8-15% in (B)(6) 2024. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card received noting that the patient underwent a prophylactic battery replacement. The explanted generator has not been received by product analysis to date.

Event description:
A review of the data was performed by the quality engineering department. The reviewed noted that the physician changed the settings to 1.875ma/20hz/250usec/30sec/5min, adjusted autostim to 2.25ma/250usec/30sec, and modified magnet mode to 2.5ma/250usec/60sec on (B)(6) 2024. After the settings were changed, the device was interrogated again on (B)(6) 2024, and the battery voltage was recorded as 2.8342v (near the ifi (intensified follow-up indicator) threshold), which is slightly above the ifi voltage range of 2.72-2.8v. When the current drawn from the battery decreases, the internal resistance causes less voltage drop, which can lead to a slight increase in battery voltage. Additionally, an increase in pulse width means the battery provides delivers current for a longer duration during each pulse, which may cause a voltage drop. Given these combined changes, the increase in battery voltage is expected, though it is not significant as it remains close to the ifi threshold. This is not considered an anomaly as the behavior is expected.

Event description:
A voluntary medwatch report (mw5169491) was received which noted that the patient reported that she felt the device was going off and felt that stimulation was more intense than normal. The patient felt the device continuously stimulating and that stimulation was so intense that they were gagging and felt like they were being choked and had difficulty breathing. The patient denied any trauma. Adjustments were made to settings and the patient later underwent a generator replacement. Later it was noted that since undergoing the replacement, the patient is no longer having any issues.

Event description:
Additional information received noting that the cause of the pain and the patient feeling the device going off a lot is related to vns stimulation. It was also noted that the battery is now low.